Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, when the shunt sensor was attached to the bpm probe in the artery side of the bpm, leakage was observed. *there was blood loss of less than 5 cc, *product was changed out, *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 26, 2018. The returned sample was visually inspected. There were no visual anomalies indicative of issues with the shunt body or large bore cap connection. The returned sample was then leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at 1000 mmhg. The large bore adapter blue cap was then loosened and re-tightened by hand. The sample was then leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, a leak was noted from the large bore adapter cap at 1030 mmhg. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention sample was also leak tested up to 1030 mmhg, and no leaks were noted. The complaint was confirmed and the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing an inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.